Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged, which resulted in failure to capture. The rv lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.